Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain") and autoimmune disorder ("autoimmune disorder") in a (B)(6) female patient who had essure (batch no. 958712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 for birth control as well as griseofulvin1-(B)(6) 2013 to (B)(6) 2013 and sertraline since 2014. On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced back pain ("back pain"), urinary tract infection ("uti"), cervicitis ("cervicitis/ acute cervicitis"), abdominal pain lower ("right lower quadrant pain"), abdominal pain ("abdominal pain/ constant abdominal pain"), bacteriuria ("bacteriuria") and bacterial infection ("bacterial infection"). In (B)(6) 2012, the patient experienced alopecia ("hair loss/ alopecia of scalp"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced acne ("blackheads on scalp and vulva"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)/ abnormal bleeding in menstrual cycle"), dysmenorrhoea ("periods became more painful since five months and also irregular") and menstruation irregular ("periods became more painful since five months and also irregular"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In november 2014, the patient experienced weight increased ("weight gain/ weight gain 20 lbs"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hormone level abnormal ("hormonal changes"), bacterial vulvovaginitis ("bacterial vaginal infection"), pruritus generalised ("full body itching"), rash ("occasional rashes"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, back pain, fatigue, bladder disorder, urinary tract disorder and hormone level abnormal had not resolved, the vaginal haemorrhage, menorrhagia, alopecia, urinary tract infection and allergy to metals had resolved, the migraine and depression was resolving and the bacterial vulvovaginitis, cervicitis, pruritus generalised, rash, headache, vaginal discharge, weight increased, acne, abdominal pain lower, abdominal pain, bacteriuria, bacterial infection, dysmenorrhoea, menstruation irregular, anxiety and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bacterial infection, bacterial vulvovaginitis, bacteriuria, bladder disorder, cervicitis, depression, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pruritus generalised, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Current weight: (B)(6). Approximate weight at the time of essure placement (B)(6). Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number and removal date (B)(6) 2016 was added. Essure start date updated from (B)(6) 2012 to (B)(6) 2012. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)/ abnormal bleeding in menstrual cycle, alopecia of scalp were clubbed with previously reported events. Events abdominal pain, abdominal pain lower, acne, allergy to metals, anxiety, bacterial infection, bacterial vulvovaginitis, bacteriuria, cervicitis, depression, dysmenorrhoea, headache, menstruation irregular, nausea, pruritus generalised, rash, urinary tract infection, vaginal discharge and weight increased were newly added. On (B)(6) 2018: processed with follow up number 1. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain") and autoimmune disorder ("autoimmune disorder") in a 26-year-old female patient who had essure (batch no. 958712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, hematuria, numbness of upper extremities, stomach pain, nausea, vomiting, panic disorder and post-traumatic stress disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 for birth control as well as ceftriaxone, cilest (ortho tri-cyclen), griseofulvin (B)(6) 2013 to (B)(6) 2013, ibuprofen, metronidazole, sertraline since 2014, solpadeine (tylenol 1), tramadol and trazodone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain ("back pain"), urinary tract infection ("uti"), cervicitis ("cervicitis/ acute cervicitis"), abdominal pain lower ("right lower quadrant pain"), abdominal pain ("abdominal pain/ constant abdominal pain"), bacteriuria ("bacteriuria") and bacterial infection ("bacterial infection"). In (B)(6) 2012, the patient experienced alopecia ("hair loss/ alopecia of scalp"), depression ("depression"), anxiety ("anxiety") and tinea capitis ("tinea capitis"). In december 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced acne ("blackheads on scalp and vulva"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)/ abnormal bleeding in menstrual cycle"), dysmenorrhoea ("periods became more painful since five months and also irregular") and menstruation irregular ("periods became more painful since five months and also irregular"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced weight increased ("weight gain/ weight gain 20 lbs"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hormone level abnormal ("hormonal changes"), bacterial vulvovaginitis ("bacterial vaginal infection"), pruritus generalised ("full body itching"), rash ("occasional rashes"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with ondansetron (zofran), bactrim (mortin), loratadine (claritin) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, back pain, fatigue, bladder disorder, urinary tract disorder and hormone level abnormal had not resolved, the vaginal haemorrhage, menorrhagia, alopecia, urinary tract infection and allergy to metals had resolved, the migraine and depression was resolving and the bacterial vulvovaginitis, cervicitis, pruritus generalised, rash, headache, vaginal discharge, weight increased, acne, abdominal pain lower, abdominal pain, bacteriuria, bacterial infection, dysmenorrhoea, menstruation irregular, anxiety and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bacterial infection, bacterial vulvovaginitis, bacteriuria, bladder disorder, cervicitis, depression, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pruritus generalised, rash, tinea capitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on 11-oct-2012: total bilateral occlusion current weight 146 lbs. Approximate weight at the time of essure placement 134 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain") and autoimmune disorder ("autoimmune disorder") in a 26-year-old female patient who had essure (batch no. 958712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, hematuria, numbness of upper extremities, stomach pain, nausea, vomiting, panic disorder and post-traumatic stress disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 for birth control as well as ceftriaxone, cilest (ortho tri-cyclen), griseofulvin (B)(6) 2013 to (B)(6) 2013, ibuprofen, metronidazole, sertraline since 2014, solpadeine (tylenol 1), tramadol and trazodone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain ("back pain"), urinary tract infection ("uti"), cervicitis ("cervicitis/ acute cervicitis"), abdominal pain lower ("right lower quadrant pain"), abdominal pain ("abdominal pain/ constant abdominal pain"), bacteriuria ("bacteriuria") and bacterial infection ("bacterial infection"). In (B)(6) 2012, the patient experienced alopecia ("hair loss/ alopecia of scalp"), depression ("depression"), anxiety ("anxiety") and tinea capitis ("tinea capitis"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced acne ("blackheads on scalp and vulva"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)/ abnormal bleeding in menstrual cycle"), dysmenorrhoea ("periods became more painful since five months and also irregular") and menstruation irregular ("periods became more painful since five months and also irregular"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced weight increased ("weight gain/ weight gain 20 lbs"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hormone level abnormal ("hormonal changes"), bacterial vulvovaginitis ("bacterial vaginal infection"), pruritus generalised ("full body itching"), rash ("occasional rashes"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with ondansetron (zofran), bactrim (mortin), loratadine (claritin) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, back pain, fatigue, bladder disorder, urinary tract disorder and hormone level abnormal had not resolved, the vaginal haemorrhage, menorrhagia, alopecia, urinary tract infection and allergy to metals had resolved, the migraine and depression was resolving and the bacterial vulvovaginitis, cervicitis, pruritus generalised, rash, headache, vaginal discharge, weight increased, acne, abdominal pain lower, abdominal pain, bacteriuria, bacterial infection, dysmenorrhoea, menstruation irregular, anxiety and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bacterial infection, bacterial vulvovaginitis, bacteriuria, bladder disorder, cervicitis, depression, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pruritus generalised, rash, tinea capitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Current weight 146 lbs. Approximate weight at the time of essure placement 134 lbs. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet- events tinea capitis was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.